Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error. Customer's blood glucose value was 163 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error alarms noted during testing. Device tested ok. (B)(4).